Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported intracranial hemorrhage and cerebral amyloid angiopathy could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revisions of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU also lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 with intracranial hemorrhage (ich). There were no changes to patient condition or anticoagulation status identified that may have contributed. The patient had a therapeutic international normalized ratio (inr). The patient experienced a severe headache, and anticoagulation was discontinued. It was stated that etiology of the ich was thought to be second to cerebral amyloid angiopathy. The patient did not have any condition/anticoagulation changes immediately preceding the event.